Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew was confirmed. Analysis revealed epoxy was found in the ventricular connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly. Device was electrically normal.

Event description:
During an unrelated procedure, the existing lead was connected to the new device and a loss of pacing was observed. The device was reprogrammed, but a loss of pacing was still observed. The lead was then attempted to be removed from the device header but was unable to be disconnected which led to the patient experiencing asystole. The lead was cut and both the lead and device were replaced. Upon investigation, the device was observed to have set screw damage. The patient was stable and will continue to be monitored.